Manufacturer narrative:
H11: the event history log was reviewed and the alarm was identified as low priority alarm 30166. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6)medical center. E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia hardware device experienced a low priority alarm / max air in line alarm. This occurred during 2/5 of the nighttime cycle of automated peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a liquid leak from an unspecified location of the home pd system kaguya set that led to this alarm. Renal therapy services assisted in ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.